Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection, sepsis and pocket erosion. The ra lead was explanted and the patient was treated with intravenous antibiotics to resolve the issue. No additional adverse patient effects were reported.